Manufacturer narrative:
(B)(4). Report 1 of 3. Similar adverse events are being reported under the following MFR numbers: 3004753838-2018-145766, 3004753838-2018-145767.

Event description:
Dexcom was made aware on (B)(4) 2018 via social media that on (B)(6) 2018, an adverse event was reported. Date of issue is an approximation. The patient stated there was an inaccuracy and a 20% difference between the continuous glucose monitor (cgm) and the blood glucose meter and they experienced ketones. Further contact was made with the patient on (B)(6) 2018. The patient indicated that they completed a course on ketone incidents before hospitalization is required. The patient stated they self-treated after completing a home blood test to confirm the presence of ketones. Additionally, it was reported that the patient is using the dexcom g6 mobile system and was educated on the 30% rule. It was determined that the patient's values were not inaccurate at the time of event. At the time of further contact, the patient was doing fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.